Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced feeling dizzy, weak, and started to drink coca cola at that moment. The cgm reading was 5.0 mmol/l at that moment, and no fingerstick was taken. A few minutes after this the patient loss consciousness, fell on his face, and broke some teeth. The parents of the patient helped him get up. As the patient drank a lot of cola before the event happened, he regained consciousness, and no further treatment was given. An unknown time after the patient regained consciousness a fingerstick was taken and the cgm was reading 20.0 mmol/l and the blood glucose reading was 16.0 mmol/l. There was no documentation of medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient losing consciousness. The reported glucose values post event fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.